Event description:
It was reported that during a da vinci-assisted surgical procedure, the branches of the monopolar curved scissors did not close at the same time. The procedure was completed with no patient harm, adverse outcome, or injury. There were no delays.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.